Event description:
Event description cpi received information that this ventricular bipolar lead was exhibiting over/undersensing and poor threshold measurements. The implantable pulse generator (ipg) was reprogrammed to an aai mode to correct the problem. The lead remains implanted but not in use.